Manufacturer narrative:
The initial MDR 2432235-2017-00534 was filed on oct 05, 2017. Additional information (10/02/2017): the customer provided the patient data. This information has been updated.

Event description:
Discordant alkaline phosphatase_2c, c-reactive protein_2 (crp_2), enzymatic creatinine_2 (ecre_2), glucose oxidase and calcium concentrated results were obtained on patient samples on an advia 2400 instrument. There are no reports of patient intervention or adverse health consequences due to the discordant alkaline phosphatase_2c, c-reactive protein_2 (crp_2), enzymatic creatinine_2 (ecre_2), glucose oxidase and calcium concentrated results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant results. A siemens customer service engineer (cse) was dispatched to the customer site. The customer found that the vacuum valve 1 (voev1) was blocked. The customer cleaned the blockage and removed the water from the reaction tray (rrv) bath and had replaced the rrv oil bath bottle as the water was sitting on top of the oil in the bottle. The cse checked the valve pressures. The cse performed a preventive maintenance which included cleaning of the ion-selective electrode (ise) module and wash ports/mixers. The cse aligned probe, probe height and checked the aspiration lines on the reaction cuvette washers (wud) and dilution cuvette washers (dwud). The customer ran wash 2 and cell blank, which were acceptable. The customer ran calibration and quality control, which were within the range. The customer stated that the discordant results were obtained due to rrv cuvette overflow. The cause of the rrv cuvette overflow is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on patient samples on an advia 2400 instrument. It is unknown which assays have been impacted. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.